Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-may-2021, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 09-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having trouble with his pain and trouble walking with the pain. He used to be able to walk an hour on the treadmill, but now he can barely walk down the block. The pain had come back ever since the virus came about and the ins died back in january. It was then found that the wires had moved. On (B)(6) 2020, the patient had a procedure done to put the leads back in the correct place. The patient has been working with a rep to try to get the correct programming so he can get therapeutic relief, but also not have to charge as frequently since he currently charges twice per day.